Event description:
Customer reported hospitalization due to high blood glucose readings of 672 mg/dl and mild diabetes ketoacidosis. Customer also reported symptoms of arm chest discomfort and shortness of breath. Customer was treated with insulin and saline drips at the hospital. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was also performed and passed. No delivery alarm was also noted in the alarm history. The no delivery alarm was resolved by an infusion set change. Customer's blood glucose reading at the time of the call was 157 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.